Manufacturer narrative:
(B) (4). (B) (4). The device was received. Investigation is not complete.

Event description:
Device malfunction: suture break. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of an unspecified vessel after an interventional procedure. Reportedly, when the needle plunger was withdrawn, the suture was broken. The device was removed and hemostasis was achieved using a second proglide device. There were no reported adverse pt effects. No add'l info was provided.